Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station had not communicated. A technical support specialist (tss) investigated a download failure issue. The tss stopped the services, decrypted the database, and saved a backup. After performing a manual recovery, the tss restarted the data synchronization and maintenance services. The data synchronization log showed no issues. The station was restarted, and synchronization information was checked, confirming recent uploads and downloads. The tss adjusted the synchronization change tracking chunk size to 1000. Tss verified synchronization times were current. Finally, the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device. Troubleshooting knowledge articles: manual recovery required - datasyncinvaliduploadchangetrackingvalue and how to decrypt station db for backup

Event description:
It was reported by the customer that in bd pyxis¿ anesthesia station es, station was not communicated and required manual recovery. The customer reported that issue occurred when dispensing medications to the patient. There were no delays, adverse events or injuries reported based on this event.